Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 47 mg/dl were recorded by continuous glucose monitor (cgm) from 9:35:57 pm to 10:05:57 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:35:57 pm. On (B)(6) 2020, at 4:19:39 pm and 7:37:30 pm, boluses delivered by the user, of size 2 units and 5 units, respectively, were manually requested by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.